Event description:
It was reported that the patient presented to the hospital for a follow-up examination. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) exhibited high defibrillation impedance. The physician elected to explant the ICD and replace it with a new one. The patient¿s condition remained stable.